Event description:
Patient was revised to address loosening of the tibial tray and femoral component at both interfaces. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
Examination of the submitted femoral component found evidence suggesting micro motion and/or loosening of the device in vivo. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No information was obtained. The investigation could not draw any conclusions about the root cause of the femoral loosening. No evidence was found suggesting product error was a contributing factor. Based on the inability to identify product error as a contributing factor or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.